Manufacturer narrative:
Argus case ID (B)(4).

Event description:
Case description: this case was reported by a consumer via other and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tablets) tablet for product used for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, he was asking what to do when he accidentally drunk corega tablet. Follow up information was received on 19 mar 2019: the patient stated that he did not had any symptoms after administration of the corega tablet. He felt good.

Manufacturer narrative:
This report # is associated with argus case (B)(4). Corega tablets are marketed in the us as polident tablets.

Event description:
Unintentional misuse [accidental device ingestion]. This case was reported by a consumer via other and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tablets) tablet for product used for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: he was asking what to do when he accidentally drunk corega tablet.